Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when separating the tissue, the head end of the harmonic ace instrument suddenly broke. The customer reported that no mis-operation occurred. The fragment fell into the patient and was not retrieved. The procedure was completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have a broken blade. The blade broke at roughly 8.0 mm from the tip. The broken piece measuring approximately 8.0 mm x 2.1 mm in size was not returned. Components adjacent to the broken blade did not show damage.